Event description:
It was reported that the patient had developed an infection. The pulse generator and system were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis of the pulse generator found normal device characteristics.